Event description:
It was reported that patient services (ps) received an email from a friend of a patient who recently had an implantable pulse generator (ipg) replacement procedure but lives in (B)(6). The email noted that the patient had been having problems with heart arrhythmia. The email stated that the patient had been seen by a doctor in phnom penh but that he had no confidence in the doctor's management of the device system stating "he is supposed to be able to get a readout of the pacemaker and make adjustments to it if necessary, but so far he has only made things worse". In the email was a request for information regarding other qualified physicians in the area of the patient. An email response was sent containing a list of potential physicians. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).